Event description:
Caller states that a safe-t-pro lancet was uncapped out of box. Box was sealed and undamaged at time of purchase. No accidental needle stick occurred. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.